Manufacturer narrative:
Additional information received on 13 july 2016 and includes: the surgery was completed successfully. On 22 july 2016 the medical affairs director performed a clinical evaluation and commented as follows: femoral loosening in a cementless tha on a grossly overweight male patient of (B)(6), operated 1,5 years before. Causes for loosening cannot be determined; probably the weight of the patient was contributing to a difficult stabilization of the cementless stem. Batch review performed on 22 july 2016. (B)(4). On 22 july 2016 it was prepared a final report with the information submitted in this initial report. On 25 july 2016 the report was sent to the initial reporter and the case was closed.

Event description:
Revision planned due to stem loosening.